Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. Additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was getting prepared for a radio frequency ablation procedure using the venclose catheter. Prior to the procedure, the outer packaging of venclose indicates 100 cm, but the product label shows venclose catheter, which corresponds to a 60 cm product. Upon opening the box, the actual product inside was 60 cm. There was no patient contact.

Manufacturer narrative:
H11: follow up with the customer confirmed that the reported markings/labeling concern was not associated with devices from lot: 86476165, and no patient contact occurred. The initial MDR was submitted based on preliminary information; after verification, no malfunction or labeling issue was identified for lot: 86476165, and the event does not meet MDR reporting criteria. This supplemental updates the record to reflect the corrected assessment. The catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. G3: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was getting prepared for a radio frequency ablation procedure using the venclose catheter. Prior to the procedure, the outer packaging of venclose indicates 100 cm, but the product label shows venclose catheter, which corresponds to a 60 cm product. Upon opening the box, the actual product inside was 60 cm. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was getting prepared for a radio frequency ablation procedure using the venclose catheter. Prior to the procedure, the outer packaging of venclose indicates 100 cm, but the product label shows vcous6f60, which corresponds to a 60 cm product. Upon opening the box, the actual product inside was 60 cm. There was no patient contact.